Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: visible moisture on display. Visible moisture corrosion in battery compartment. Battery compartment crack above and below grip pad. Base crack between case seal and keypad. Display is dim, gray. Leak test failed due to battery compartment crack opened pump, moisture corrosion found on pcb and battery housing.